Event description:
It was reported that insulin drip was placed in second channel of cct infusion pump and rate was set to 6ml/hr, continued at the same rate as the referring hospital. During transport, it was noted that the 2nd, and 3rd channels of the cct infusion pump were not the rates previously believed to have been set. Ivf d5 1/2 ns was also to be infusing at 150 ml/hr. Rate was at 83 ml/hr when discovered.